Event description:
Olympus was informed that during a polypectomy of the colon, the doctor attempted to withdraw the loop into the coil sheath, but the doctor couldn't withdraw, because the loop was temporarily hooked. The nurse attempted to withdraw the loop into the coil sheath forcibly, and the mucous membrane was bled copiously. The bleeding in the area was stopped with the use of about 7 pieces of the clip. After that, the pt was hospitalized. The pt leaves the hosp now. There was no other pt injury regarding this report.

Manufacturer narrative:
The subject device has not been returned to olympus for investigation. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal detected. A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.